Manufacturer narrative:
G4: 25aug2020. B4: 26aug2020. It was confirmed that there was no patient involvement at the time the issue was discovered. The issue was discovered during the performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20aug2020, b4: 21aug2020. The service technician indicated the customer found other channel to repair it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported black screen. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.